Event description:
Allegedly patient having pain since (B)(6) with swelling. Last week a mass was found in hip area. Biopsy was negative. Doctor concerned about metallosis. Patient is not a part of an ide study.

Manufacturer narrative:
Investigation is not complete. Event device is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Attempts are being made to have the device returned for evaluation. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00208.